Event description:
It was reported that the superion implant was not providing any pain relief to the patient since implant. The physician took an x ray and saw that the implant looked broken, the cap of the implant was possibly loose, and it is not fully opened. The patient underwent a procedure where the device was explanted. Upon removal of the device, the implant came apart in pieces. All pieces were removed from the patient. The patient is reportedly doing well post operatively following the procedure.

Manufacturer narrative:
Correction to the initial MDR in block b2. The returned device was analyzed, and the complaint was confirmed. Visual inspection revealed that the spindle cap was completely sheared off from the implant body and damage was also noted to the spindle itself. The detachment of the spindle cap was caused by excessive force. Additionally, the right wing of the superior cam-lobe was slightly bent towards the median line. This damage also suggest that the user exerted excessive force while attempting to deploy. The damage is indicative that the failure was likely due to deployment against resistance (e.g. Bone) and/or manipulation of the position of the device by gear shifting of the inserter. With all available information, boston scientific concludes that the most probable cause for the complaint was unintended use error. A review of the instructions for use (IFU) was performed, it states do not force deployment or implant breakage or damage to bony structures may result and should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy (e.g., lamina, hypertrophic spinous process, etc.), and/or suboptimal implant positioning. Do not attempt to manipulate the position of the device by gear-shifting the inserter (i.e., gross cranial/caudal/lateral articulation), as the mechanical advantage/leverage provided by the length of the inserter may be sufficient to damage the implant or surrounding anatomy finally avoid application of excessive stress on instrumentation, and if resistance is encountered, or if device position is suboptimal, completely reverse-deploy (close) the implant before repositioning and redeployment are a known risk associated with the use of lumbar spine implants and associated instruments.

Event description:
It was reported that the superion implant was not providing any pain relief to the patient since implant. The physician took an x ray and saw that the implant looked broken, the cap of the implant was possibly loose, and it is not fully opened. The patient underwent a procedure where the device was explanted. Upon removal of the device, the implant came apart in pieces. All pieces were removed from the patient. The patient is reportedly doing well post operatively following the procedure.